Manufacturer narrative:
E1 initial reporter address: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered cause not established. As with the limited available information and lack of procedural detail and media, a clear conclusion for the reported balloon material rupture cannot be established; the allegation cannot be confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. A 10mmx3.50mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon was inflated but ruptured at 6 atm. The device was removed with the normal method, and the procedure was completed with a different device. There were no patient complications, and the patient was stable after the procedure.